Manufacturer narrative:
The laceration caused a catastrophic injury requiring surgical intervention to repair. In the field, the wound was packed with a hemostatic gauze, closed with the itclamp and external direct pressure was held during transport. The wound location was not amenable to a tourniquet. The itclamp is a device for control of severe bleeding in the extremities, axilla, inguinal areas, scalp and neck. Patients must be seen promptly by medical personnel for device removal and surgical wound closure following use.

Event description:
It was reported that an itclamp was used to control external bleeding from a laceration in the junctional area of a (B)(6) year old male patient. The laceration caused a complete transection of his femoral artery and vein in the junctional area. Upon arrival at the emergency department, it was observed that the bleeding was continuing into the internal space resulting in an expanding hematoma. Bleeding control was obtained with direct pressure to the inguinal area. The volume of blood loss was potentially life-threatening. The femoral artery and vein were repaired during surgery. No further issues were reported.